Event description:
It was reported that intermittent audio output occurred. The patient's daughter stated that while the patient was sitting, they had trouble speaking, was extremely sweaty and was unable to communicate. The paramedics were called and when the paramedics arrived, they checked the patient's blood sugar and it was 11 mg/dl. There was no alarm or alert from the dexcom device for the low value. The patient was taken to the hospital where they were treated with unspecified medication. The patient recovered and was discharged. At the time of the report the patient´s blood glucose readings were high due to medications but was doing well. The product was evaluated. An exterior visual inspection was performed and passed. The receiver was charged and booted successfully. Functional testing was performed and passed. Alarm/alert manual test was performed and passed. An internal visual inspection was performed and passed. Speaker/vibrator resistance measured and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.